Manufacturer narrative:
The fse found that the vacuum errors were due to faulty vacuum regulator and vacuum pump. The fse replaced the vacuum pump and regulator to resolve the vacuum error. The fse found that the connection at the fluid filters were not tightly connected and caused the tubing to disconnect. The fse reconnected the filters to resolve the leak issue. The fse found failing backgrounds for white blood cell (wbc)/hemoglobin (hgb) which were due to check valve malfunction at the bath and caused the lyse not to mix properly. The fse replaced the check valve at the bath and the instrument ran without error. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported obtaining vacuum error and a contained diluent, blood and clenz reagent leak of approximately 20 ml within the coulter ac.t diff analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change in patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.